Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is part of the tritanium primary acetabular shell study. Starting (B)(6) 2018, she reported pain and discomfort in the hip when walking on it. Patient noticed pain when going up the stairs and going from standing to sitting. The pain is not a sharp pain but the patient is aware of discomfort. Operative side is right. Patient has not been revised as of the event date.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results -product evaluation and results: not performed as no product was returned for evaluation, the reported device remains implanted. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices were accepted into final stock with no reported from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: primary tritanium hemi solidback cup 52mm; 500-03-52d; mlkavw delta v-40 ceramic head 36/0; 6570-0-136; 40763504. Size 3 accolade ii 132 deg; 6720-0330; 39173503. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient is part of the tritanium primary acetabular shell study. Starting (B)(6) 2018, she reported pain and discomfort in the hip when walking on it. Patient noticed pain when going up the stairs and going from standing to sitting. The pain is not a sharp pain but the patient is aware of discomfort. Operative side is right. Patient has not been revised as of the event date.